Event description:
On (B)(6) 2012, pt reported experiencing numerous leaks on his infusion headsets. Pt stated, he is not sure where it is leaking but knows it is leaking because, the adhesive is wet. Pt reported, the issue began about 3 weeks ago. Pt stated one of the numerous leaky headsets did have a kinked cannula. Pt uses an insertion assist device. Pt reported, he does hear the click when attaching the infusion set tubing to the headset. Pt stated, he rotates his infusion sites regularly and does have scar tissue at his sites. Pt reported, he is unsure if the leaky headsets have all been from the same box/lot number of headset. Pt stated, the leaks have been causing elevated blood glucose levels. Pt reported his blood glucose levels went up into the 350's mg/dl. Pt stated, his normal blood glucose is 150 mg/dl. Pt reported, he was able to self-treat the elevated blood glucose levels by bolusing. Pt stated, he did not think the leaks were due to por absorption. Pt has discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.